Event description:
(B)(4) clinical study. Same case as: 2134265-2012-01377, 2134265-2012-01864. It was reported that during a coronary stenting treatment procedure, a perforation occurred and post procedure, the patient experienced myocardial infraction and stent thrombosis. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 100% stenosed, 3.0mm in diameter and 66mm long. The lesion was treated with predilation and placement of 2.75x38mm and 3.0x38mm ion stents. Post dilation was performed. Residual stenosis was 0%. Perforation was noted. Lesion 2 was located in the proximal rca. The lesion was 100% stenosed, 3.5mm in diameter and 33mm long. The lesion was treated with predilation and placement using a 3.5x38mm ion stent. Post dilation was performed. Residual stenosis was 0%. Additionally, 100% stenosis in the mid rca was treated with balloon angioplasty using a 3.0x12mm apex balloon. The patient was discharged 1 day later on aspirin and clopidogrel. Six days post procedure, the patient experienced myocardial infraction, stent thrombosis and underwent intervention. The patient was diagnosed with myocardial infarction and was hospitalized the same day. The sub-acute thrombosis and 100% stenosis of the previously placed ion stent was treated with aspiration thrombectomy. In addition, balloon angioplasty was performed with a 3.0x12mm apex balloon and a 3.0x12mm promus element plus was deployed in the mid rca bridging the previously placed proximal and mid stents. During the revascularization in the mid rca, a 3.5x8mm nc quantum apex balloon was unable to cross the lesion and was removed. Post dilation was performed. Residual stenosis was 0%. Electrocardiogram changes were indicative of ischemia and suggested a non-q-wave myocardial infarction with st elevation. It was noted that the patient experienced ischemic symptoms. The event was considered recovering/resolving. The patient was discharged 3 days later on aspirin and prasugrel.

Event description:
It was further reported that the complaint of perforation was caused by a non-bsc wire.

Event description:
It was further reported that at the time of the event, the patient presented with chest pain (> 20 minutes) and elevated enzymes were noted.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).